Manufacturer narrative:
Date is approximate with month/year valid.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had a revision because it stopped working. The patient stated they got a new battery and new wires on (B)(6) 2017 because their previous one did not work. The patient stated that it stopped working 2 to 3 weeks before the replacement and while she was at her health care physician¿s (hcp) office the manufacturing representative verified that it was not working. No further complications were reported/anticipated.